Manufacturer narrative:
Analysis details: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that rn called from ER with patient and said the patient came to the ER because his pump was beeping and the screen read "no disposable clamp tubing". Instructed caller to press stop/start to silence alarm. Reviewed pump settings and pump restarted. Screen reads run. Caller verbalized understanding and no further needs at this time. No patient injury reported.